Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, application was frozen.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station while it was in use. The tss verified with the customer whether the station had been rebooted prior to reporting the issue and confirmed that the station had been manually placed in critical override. The customer stated that the station was rebooted and was functioning properly at that time. The system functioned as intended after the technical support specialist investigated the device.